Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working properly and gave a weak or incorrect signal reading. It was also reported that audible warning alarm was not functioning properly. Nothing further was reported.